Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, discomfort in chest and cardiac tamponade after a lead perforated during implant procedure. A failure to capture and no sensing on the lead were noted. The lead was removed, a pericardial puncture was performed, and the previously created device pocket was closed. The implant procedure will be done at a later date. No further patient complications have been reported as a result of this event.